Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion a vented paclitaxel set leaked above the port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, the customer did provide a picture of the device. A photographic inspection did not identify any malfunctions or abnormalities. A retained sample from the same lot was visually inspected and gravity tested. No malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.